Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. It was noted that the left ventricular lead had a history of chronic high capture thresholds. It was discovered that the lead had dislodged. The physician elected not to perform an intervention. The patient did not experience any symptoms and would continue to be monitored.